Event description:
Nature of complaint: after preparation according to the instructions for use, insertion of the phoenix catheter over the phoenix guidewire up to 1 cm proximal to the lesion. Fixation the wire in the wire holder, the physician turned on the motor, fluid exited out of the disposal outlet. The physician slowly advance the phoenix through the calcified leasion. After he had treated a distance of about 10 cm, he noticed a change in the engine noise. The phoenix could be guided. Then the motor stopped working, the phoenix catheter could not be moved. The physician described a "sticking" of the catheter. The motor stuttered and started again, and the physician decided to remove the entire system from the vessel. After removing the catheter, fluoroscopic control with the phoenix guidewire in place, then removal of the phoenix guidewire. Additional information received on 02mar2022: the catheter was removed by itself. The atherectomy procedure was incomplete but effective enough for the patient vessel status as the physician reported. Balloon dilatation after removal of the atherectomy device, stent implantation after balloon dilatation.